Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received four shocks due to detection of a dual tachycardia (ventricular fibrillation and supra ventricular tachycardia) that were ineffective. The rhythm self-terminated and it was not the shocks that terminated it. There was a request for programming recommendations for the patient. The device remains in use. No patient complications have been reported as a result of this event.